Manufacturer narrative:
Other relevant device(s) are: product ID: ixw1212c81xh, serial/lot #: (B)(4), ubd: 01-mar-2012, UDI#: (B)(4); product ID: iw1412c105xh, serial/lot #: (B)(4), ubd: 08-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient in the infra-renal abdominal aorta for the endovascular treatment ofa 75 mm diameter aortic aneurysm. The patient had previously been implanted with a talent abdominal stent graft system approximately nine years earlier and the navion devices were implanted for treatment of the migration of the talent bifurcated stent graft. It was reported that during the implant procedure, the cannulation of both talent gates was challenging due to the migration of the device. It was noted that no endoleak was present on the post implant angiogram, and good femoral pulses were present prior to groin closure. It was reported that approximately 30 mins after the evar, during the groin closure, pulses were lost and pressures flatlined. An open intervention was performed immediately to identify the source of bleeding. No evident endoleaks were discovered, and a heart attack was believed to have occurred. The patient expired. As per the physician, the cause of the event could not be determined, however it was believed that an unidentified rupture of the aaa sac was the cause of the heart attack. It was confirmed that no evidence of such a rupture was identified during the open intervention. No additional clinical sequelae were reported, and the patient is deceased.